Event description:
It was reported that after an initial bunion surgery, a broken screw was discovered via radiographic imaging from a post-op follow-up. A revision surgery was performed on (B)(6) 2025 to add a speedplate and a screw. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, a broken screw was discovered via radiographic imaging from a post-op follow-up. A revision surgery was performed on (B)(6) 2025 to add a speedplate and a screw. The surgeon noted that additional fixation should have been used during the initial surgery as the patient is a large male. Additional information indicates the screw broke two weeks after weightbearing in a boot. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware remains implanted. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible screws utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the information provided, it is likely that device selection and the patient's size contributed to what was reported. The broken screw was likely subjected to excessive bending stresses which resulted in the breakage. The company will supplement the MDR as necessary and appropriate.